Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a vented paclitaxel set in which the operator observed a leak in one end of the tubing was confirmed during sample evaluation. One actual defective sample was available for evaluation at the plant. Visual inspection revealed tiny the end of the tubing was twisted. Under water test at 0.56bar was performed and the leak was confirmed at the level of the end of the tubing. No other tests were performed. The assignable root cause for the reported condition is unknown. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
A customer reported to baxter (B)(4) of a vented paclitaxel set in which the operator observed a leak in one end of the tubing. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.